Event description:
A volume discrepancy was reported with the actual residual volume being greater than the expected residual volume. Specific values were not provided. No pt symptoms were reported. The pump was being replaced. The pump was used to deliver morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).